Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown device code - unknown expiration date - unknown date implanted - unknown date explanted - unknown initial reporter - unknown PMA/510(k) number manufacture date ¿ unknown event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a hip arthroplasty procedure on an unknown date. Subsequently, a revision procedure has been indicated due to a periprosthetic fracture; however, no revision procedure has been reported to date.